Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the customer was not wearing the pump in line with the transmitter. Customer's blood glucose level was not impacted. The customer moved the pump to be in line with the transmitter and sensor. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.